Manufacturer narrative:
(B)(4) - device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, patient complained about six infusion sets that fell off during use. All the infusion sets were in use for four hours. The patient resolved all the events by replacing the infusion sets and resumed insulin successfully. No further information available.